Event description:
It was reported to nova biomedical that a consumer made a visit to the emergency room because she felt light headed. The emergency room nurse performed a blood glucose test on the consumer getting a result of 105 on the emergency room blood glucose meter. Then they performed a test on the consumer's nova max glucose meter getting a result of 264 mg/dl after receiving higher than expected results on her blood glucose meter. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.